Event description:
A cartridge change error was reported with the pump, leading to troubleshooting steps with technical support. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it remained within normal range. Technical support guided the customer through a series of checks and cleaning steps, allowing the customer to complete the loading process and resume insulin use successfully. Additionally, a replacement cartridge was sent to the customer to replace the ones discarded during initial troubleshooting attempts.